Event description:
The pump was used to infuse baclofen (gablofen).

Event description:
It was reported that a patient had acute onset of increased spasticity and grimacing. The healthcare professional (hcp) checked the reservoir and found no volume discrepancy. Imaging was performed and no issue was observed. The patient ¿denied urinary tract infection, bowel problems, decubitus ulcers, problems with teeth, ingrown toenails, etc.¿ on the date of this report. The patient received a bolus which improved symptoms. Late the same evening the patient called back stating the increased spasticity symptoms worsened again and the patient went to the emergency room. An x-ray was performed, and the patient tested negative for infection. The patient had not had a bowel movement for two weeks and the hcp stated that the cause of the spasms had been constipation/ileus. The patient was admitted for the ileus. The patient was given medication to clear the bowel obstruction and the patient¿s spasms improved. Patient education was conducted. The patient recovered without permanent impairment and was doing well. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731,serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).